Manufacturer narrative:
Testing and investigation is complete. Based on the formal investigation results, the power supply printed wire assembly was cracked in two locations under u10 and u11; this led to the disconnection of both u10 and u11. When both of these connections are open (multiple failures) the main ac/dc convertor loses regulation feedback. This multiple failure in the power supply caused the output voltage, which is normally 6.8v or 7.2v, to be much higher.

Event description:
The device was returned to the service center for a report from the customer contact that during testing at the user facility it was found that the device had a burning odor while on ac power. Prior to testing, the device was sent to the biomedical department with unsigned noted stating, unable to program. These are not reportable malfunctions. However, during verification testing at the service center, it was found there was burns and charring to power supply printed circuit board and that the piezo alarm and device main chassis were melted.

Manufacturer narrative:
During testing the device was opened prior to analysis and found that there were burnt components on the power supply printed circuit board, damage on the peripheral printed circuit board and the piezo alarm and device main chassis showed evidence of melting. This was due to a bad c16 capacitor on the power supply printed circuit board resulting in overheating.

Event description:
The device was returned to the service center for a report from the customer contact that during testing at the user facility it was found that the device had a burning odor while on ac power. Prior to testing, the device was sent to the biomedical department with unsigned noted stating, unable to program. These are not reportable malfunctions. However, during verification testing at the service center, it was found there was burns and charring to power supply printed circuit board and that the piezo alarm and device main chassis were melted.

Manufacturer narrative:
Subsequent to the submission of the initial medwatch report, hospira has initiated a formal investigation to address this issue. The investigation remains in progress.

Event description:
The device was returned to the service center for a report from the customer contact that during testing at the user facility it was found that the device had a burning odor while on ac power. Prior to testing, the device was sent to the biomedical department with unsigned noted stating, unable to program. These are not reportable malfunctions. However, during verification testing at the service center, it was found there was burns and charring to power supply printed circuit board and that the piezo alarm and device main chassis were melted.